Event description:
It was reported that a patient with an implantable cardioverter defibrillator experienced myopotential oversensing. The patient was asymptomatic. Programming changes were made. After reprogramming, oversensing still occured, although less frequently.